Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with a neurostimulator for radiculopathy. It was reported that the patient had been experiencing stimulation cutting out. The issue occurred intermittently and began in (B)(6) of 2015. As the patient moved during the programming session stimulation intensity fluctuated. A physician took an x-ray in (B)(6) of 2016 which was reviewed at an appointment on (B)(6) 2016. The rep had been looking at impedance values at the time of the call with technical services on (B)(6) 2016. All electrode impedance values were greater than 3600 ohms. It was noted that the patient was programmed with electrodes 2+ 3- 4- 5+ at a 420 microseconds pulse width and 60 hertz rate which had a therapy impedance of 118 ohms and greater than 50 milliamperes current. The rep noted that the patient felt stimulation earlier when he was programmed on 3+ 4- 5+ at 4.5 volts amplitude. With the program of 3+ 4- 5- 6+ the patient felt stimulation at 7.5 volts amplitude but it did cut out with settings 420 microseconds pulse width and 60 hertz rate. Impedance values were re-run and electrode 1, 3, and 5 were within range. The patient was programmed with 1+ 3- and 5+ at 8.5 volts amplitude and the patient felt weak stimulation. An impedance measurement was re-run pair 13 was 587 ohms, pair 15 was less than 70 ohms, and all other pairs with 1 were >3600 ohms. The patient was programmed on 13 and they felt stimulation at 4 volts amplitude but some fluctuations occurred again. The rep was to review options with the managing physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.